Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gallbladder during an eus-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the hot axios stent first flange did not open. Another axios stent was used to complete the procedure there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during an eus-guided gallbladder drainage (eus-gbd) procedure.